Event description:
It was reported that a spectrum iq infusion pump was not infusing heparin IV during patient infusion. Registered nurse (rn) "gave bolus at 1004 and increased rate", the nurse noticed later the "heparin bag ad not gone down much and may not have been delivering the heparin at all". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.